Event description:
The pt underwent a femoro-tibial bypass surgery on (B)(6) 2013 for peripheral arterial obstructive disease (paod). During the surgery, after unclamping, it was reported that bleeding occurred from the graft. The surgeon had to reclamp. After a second unclamping, the tightness is correct. The graft remained implanted. There was no reported pt injury.

Manufacturer narrative:
Note: all info contained in this report is provided by the MFR. A review of the device history records, including collagen coating records, indicated that the graft was processed and inspected according to procedures and no anomaly was found. Specifically, the review of the water permeability testing of six products coated on the same day and under the same conditions as the complaint device indicated values well within product specifications. One retention same coated on the same period and under the same condition as the complaint device underwent water permeability testing at 120mmhg as per iso 7198. The test result indicated a value well within product specifications. No conclusion can be drawn. However, all available info and product testing performed would tend to indicate that the device was not defective.